Manufacturer narrative:
One sample of a 10ml luer-lok syringe was received by bd. A quality engineer was able to review the sample regarding item #302995. The syringe received loose has a 2¿ crack in the barrel extending from the zero line down past the 8ml graduation line. The crack goes through the barrel. The condition observed is non-conforming per product specification. Potential root cause for the barrel cracked defect is associated with the assembly process. The batch number is unknown, therefore defective rate cannot be identified. Batch number is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information. A device history record review could not be performed on model 302995 because a lot number is unknown. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Event description:
It was reported that the bd 10 ml syringe "failed during use". The following information was provided by the initial reporter: ¿10ml syringe failed during usage. Patient was being intubated and 10cc syringe filled with 100mg of rocuronium was attempted to be injected, however, the slide split all the way down spraying roc all over the intubating physician. The roc got into the physician's eyes. The patient was requiring immediate intubation and other medications had already been given prior to the roc to prepare for induction. We proceeded with intubation, but had to pull another vial of roc while physician was placing ett. Physician flushed her eyes after procedure.¿ 1. Was there any harm or injury to the patient, health care provider, or any other person? Yes, provider flushed eyes after incident. 2. Was there a delay of or change in the course of treatment due to the event? Please provide any available details. Yes ¿ had to fluctuate plan of care as provider was injured from event. 3. If not answered in question #2, what was the medication administered to the patient? Rocuronium. 4. Is the event date known? (B)(6) 2023. 5. Is the product code/sku known? Is the lot number known? Unknown.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.